Event description:
Medwatch form rec'd that states "unable to pull swan, in attempt to do so, resulted in swan break with a portion retained in the right ventricle. The pt was returned to or for removal. Blood pressure 109/59, heart rate 100, monitor shows sinus tach." Customer contact reports that the pt underwent surgery on 10/09/1998 for mitral valve replacement and subclavian catheter insertion. Nursing note entries for pt dated 10/09/1998: 1505-left subclavian "pa" line with good wave form, pulmonary capillary wedge pressure 17, cardiac output 10.30 l/min, cardiac index 4.46 l/min, chest x-ray. Physician unable to pull back due to resistance. Catheter snapped at 26-27 cm level. 1550-second x-ray for line visualization. 1616-third x-ray for better line visualization, stable vital signs with blood pressure 109/59, heart rate 100, monitor shows sinus tach. 1625-pt to or and able to retrieve broken catheter from pt. The pt went to the intensive care unit until his condition stabilized and was discharged home on 10/14/1998.